Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1059 - (B)(6). It was reported that on (B)(6) 2026, a 25mm navitor with radiopaque markers was chose for implant. During first implantation attempt, the patient experienced transient complete atrioventricular (av) heart block. A temporary pacemaker was left in place via the right femoral venous access. The implant depth from the non-coronary cusp (ncc) to the ventricular end of the frame was 5mm. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus. Post-procedure, it was reported "the threshold was 11 with no escape rhythm," and a decision was made to transfer the patient to cardiac catheterization laboratory for repositioning with good results. It was then reported later that afternoon, the patient experienced a spontaneous cardiac rhythm of 40 bpm in complete av block with wide qrs complexes. A permanent dual chamber pacemaker was implanted on 20 may 2026.